Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the set screw was discarded by the hospital no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Manufacturer is not expecting additional information and considers this to be a closing report.

Event description:
Set screw backed-out of denali cannulated screw approximately 3 months post-operatively. The patient was revised with the same system and is doing fine.

Manufacturer narrative:
The set screw was discarded by the hospital and therefore unavailable for evaluation. X-rays have been requested but have also not been made available for review. A company representative reviewed possible causes of set screw back-outs with the surgeon and he has agreed to re-evaluate his technique.